Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that his wife in the emergency room due to high blood glucose and blood glucose level was 841 mg/dl. Customer¿s blood glucose level was 321 mg/dl at the time of incident. Customer also stated that there was crack on the back of insulin pump and there was no damaged on the reservoir lip ring. The insulin pump will be returned for analysis.